Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing of premature ventricular contractions (pvcs) due to cross chamber blanking after atrial paces, resulting in competitive pacing. Technical services (ts) was contacted, and ts discussed programming options. The ICD system remains in service. No adverse patient effects were reported.